Event description:
As reported, during use in patient, with this hemosphere fluid meter connected to a hemosphere monitor, the volume of fluid was not tracked (see video attached). It was disconnected and connected several times but the issue remained. It was solved replacing the device. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.